Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: desufflation levercondition conforming, inner gasket condition, conforming, outer gasket condition nonconforming, sleeve condition conforming, stopcock condition conforming. Functional tests & results: flapper door functional conforming. Analysis conclusion: based upon inquiry info received and visual examination, it was confirmed that reported event occurred. No conclusion could be reached as to how this damage had occurred.

Event description:
It was reported the 355ld was used during a laparoscopic cholecystectomy. It was reported by the affiliate the outer gasket is torn. The device was not used in the case. There was no consequence to the pt.